Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal portion of the esophagus during an esophageal dilation procedure to treat stenosis performed on (B)(6) 2026. During the procedure, a small hole was identified in the balloon. A second balloon of the same type was requested and used; however, the same problem was encountered. The procedure was ultimately completed using a third cre pro wireguided dilatation balloon. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.